Event description:
A customer contacted baxter's technical service center reporting that the homechoice (hc) machine overfilled her the night before during fill 1. The technical service representative (tsr) checked the home patient (hp)'s therapy log and was able to see that hp had bypassed the initial drain and received a full fill on top of the last fill from the previous therapy. The hp had an ultrafiltration (uf) of 1323 ml for cycle 1. The hp then filled for cycle 2 and stopped therapy for the night. The tsr informed the hp of the finding and explained how this occurred. A swap was not arranged. The patient reported symptom of abdominal pain. During a follow up phone call by product surveillance to the hp regarding the reported overfill, the hp stated that she did not recall the fill or drain volumes. Per hp, it was her (mistake) that it happened and that it was not the hc machine's fault. The hp stated that she did not record the therapy numbers, and added that she had just ended therapy and drained manually after the event. Per hp, she is doing fine and continuing therapy on the hc cycler without any difficulties. No allegations were made against any of the hp's dialysis products. No further information was provided. During further follow up with the nurse, it was revealed that the hp did not report any unusual numbers to her. The nurse reviewed the patient's therapy and did not confirm the uf of 1323 ml for cycle 1 on the night of (B)(6) 2010. Per nurse, the hp's largest prescribed fill volume is 1800 ml and the initial drain was 1260 ml. The nurse stated that hp did not report any excessive drain volumes. Per nurse, hp did not report any overfill related symptoms to her and the hp did not have any incidences of overfill. The nurse also confirmed that hp has had no issues with the peritoneal dialysis (pd) therapy or the hc cycler between (B)(6) 2010 and present. The nurse stated that hp is doing fine and continuing therapy without issues. Per intra peritoneal volume (iipv) calculation, the hp's largest prescribed fill volume (lpfv) was found to be 1800 ml. Therefore, drain volume (dv) = lpfv + uf = 1800 + 1323 = 3123. This drain volume meets the iipv criteria.

Manufacturer narrative:
(B)(4). The hc device was not returned for an evaluation.